Event description:
It was reported that pump experienced malfunction that may have been related to humidity exposure and displayed malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned.